Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator was alarming low peak pressure and external circuit alarms while connected to a patient. The customer was unsure if the ventilator was delivering volumes incorrectly. The customer confirmed that there was no patient harm associated with the reported event.